Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the caster detaching while the unit was being moved before patient use. The unit did not tip or fall.